Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, leaking was noted from the filter. Subsequently, set was changed, and therapy was restarted. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies on the filter that could create a leak. Functional testing was performed and no leaks were detected in the filter or any of the device joins. Based on the investigation, the complaint allegation was not confirmed.